Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. The customer successfully completed a pump reset and resumed insulin therapy before contacting support, and no recurrence of the malfunction code occurred. The customer was instructed to continue using the pump and to call back if the malfunction code recurred, which they acknowledged and understood.